Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. On (B)(6) 2017, a field service engineer (fse) was dispatched to the customer's facility to address the reported event. The fse replaced the buffer valve #1. The fse also advised the customer on how to replace the inlet filter. The g8 instrument is operational. No further action is required by field service. A 13-month complaint / service history review for similar complaints was performed for the serial number (B)(4) from aware date of (B)(6) 2017, which included data from 01-october-2016 through 01-november-2017. There were no similar complaints identified during the searched period, which includes this event. The g8 operator's manual under section 5.4 elution buffer priming is as follows: 5.4 elution buffer priming the analyzer automatically performs priming or purging with elution buffer no. 1 and 2 when the power is turned on and when it has been in stand-by state for 90 minutes or more. It replaces the buffer in the flow lines, and then starts the pump run and assay. However, if the analyzer has been shut down for a long period of time, air may have entered into the flow lines or the buffer concentration in the flow path may have increased. As a result, you may experience problems such as unstable pumping pressure, abnormal chromatograms (unidentified peak p00 may appear), and an abnormal assay value for the control. If this happens, perform a manual priming of the buffers, and then perform the drain flush described in the next section. Manual pumping of elution buffer no. 1 for approximately 20 minutes should resolve the problem in most cases. The most probable cause for buffer #1 was being used more than the other buffers was the valve#1 buffer was defective.

Event description:
On (B)(6) 2017, a customer reported that variant elution buffer hsi #1 was being used more than the other buffers on the g8 instrument. The customer runs patient samples on hba1c diabetes assay. On (B)(6) 2017, a field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for hba1c. There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.

Manufacturer narrative:
(B)(4), per exemption number e2017013. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. Correction: updated with correct age of the device.